Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing issue event on (B)(6) 2025. The patient also reported that the tubing was folded. The infusion set was in use for less than six hours. The blood glucose level was high and the patient attempted correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated. The batch 6007974 in question was manufactured at the reynosa site. The reference samples for the lot 6007974 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 07/jul/2025. All test results were found within specifications as per the test report complaint (B)(4) test report.pdf attached in this record. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10/10 samples passed the test. Functional test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6007974 was manufactured according to the wi version 115, in the line inset 7, on 03/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6007974 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to tubing issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.